Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported.